Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardiac monitor exhibited undersensing. No intervention was performed. No further information was available.